Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further indicated that frequent premature ventricular contractions (pvcs) occurring near atrial sensed events. The lead was r programmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that all atrial therapies were disabled due to an atrial lead position check failure. The atrial lead remains in use. No patient complications have been reported as a result of this event.